Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reportedly noticed about 2-3 months ago that she could smell insulin in the cartridge compartment but did not see any insulin or feel any wetness. She claimed that her blood glucose levels have been running 400-500 mg/dl for the last 3-4 days with symptoms of nausea, shortness of breath, and chest pain. The pt attributes her high blood glucose levels and symptoms to her bronchitis and gastroparesis. The pt is also taking anti-inflammatory and steroid medications. When the pt inspected her cartridge on (B)(6) 2011, the pt noticed there was insulin leaking in the cartridge compartment. The pt was advised to discontinue using her cartridges with lot# b201582. The pt's current health condition (bronchitis) and current medications can contribute to elevated blood glucose levels; however, this complaint is still being reported because the pt allegedly developed elevated blood glucose levels with symptoms when using cartridges that had a leaking insulin issue.